Manufacturer narrative:
Investigation results: the complaint of a leak was inconclusive as no 20g nexiva device was provided for investigation. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port leaked the following information was provided by the initial reporter, translated from chinese to english: nexiva appeared to leak fluid and blood at the isolation plug during use.